Event description:
Rn went to pull up dicyclomine 20mg from a glass ampule. The rn used a filter needle. Upon pulling the medication up into the 3ml syringe the medication became red and it seems like a "rubber" seem to form inside the syringe. Rn pulled up a new vial - no reaction occurred, and the patient received their ordered medication. (B)(4), exp: 09/2021. Is the product compounded: no. Is the product over-the-counter: no.